Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, inappropriate mode switches and inappropriate timing cycle due to atrial lead noise oversensing were observed. Atrial lead noise was too high to reprogram the sensitivity. The atrial lead noise occurred before intrinsic atrial signal and in between intrinsic atrial and ventricular, which caused an issue with appropriate timing cycles, and conducted intrinsic r-waves were blanked. Ventricular paced event was fused and showed loss of capture. Programming change was suggested. The patient¿s condition was stable.